Event description:
The patient's spinal cord stimulation caused him to be paralyzed for two weeks. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).